Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient. While testing the clip it was identified that one of the grippers was not actuating. Troubleshooting was performed unsuccessfully and the clip was removed from the patient. A replacement mitraclip was selected and implanted successfully. The procedure was discontinued, the final mr was reduced. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information